Manufacturer narrative:
Date sent: 04/07/2009. Info anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The clips would not form properly, j-shaped. Another device was used to complete the case. There was no adverse consequence to the pt.